Event description:
It was reported that the physician was not able to aspirate from the pump segment of the catheter. There was a catheter occlusion in the proximal/pump segment of the catheter. A catheter revision was done on (B)(6) 2013 where 25.5 cm of the existing catheter was removed and replaced with 49 cm from a new catheter. The patient status was reported as ¿alive - no injury.¿ the pump was delivering baclofen. It was later reported that the patient had increased spasticity related to the event. The patient was doing better following the revision and had returned home.

Manufacturer narrative:
Concomitant products: product ID 8711, lot # j0177978r, implanted: (B)(6) 2003, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the healthcare provider (hcp) was unable to refill the pump, as it was flipped and loose in the pocket. The patient was referred to a surgeon. The surgeon had enough time to bring the patient to surgery instead of trying to flip the pump, which was concerning to the surgeon to damage the catheter. A pump pocket revision was done. As soon as the pump pocket was opened and accessed, fluid under high pressure that was concerning for spinal fluid was seen. After the fluid that fluid was drained out, the rest of the pocket was opened without difficulty. The pump was removed and filled with baclofen on the back table. At the same time, the surgeon interrogated the catheter. It aspirated easily, but when he flushed in sterile saline, there were multiple holes seen in the proximal catheter. The surgeon determined that he needed to splice into the proximal catheter. This was done with a standard kit with a sutureless connector. After the appropriate catheter was cut off and kept for measurement, the sutureless connector was connected. He then tested the catheter to make sure he could easily aspirate, which he could, and then flushed it without any further loss of interrogated. The catheter was then connected to the pump and the pump was secured. The patient was send to be sent to the post-anesthesia care unit and later sent home. However, the patient's operative notes indicated that the patient was in-patient from (B)(6) 2013 to (B)(6) 2013. As of the report day, the patient was doing okay.